Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer was unable to record accurate ecgs with either 3 or 12 leads. The device was in use on a patient and there was no adverse event to patient or user.